Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The patient effects of tissue injury, vascular dissection, occlusion, fistula, hematoma and hemorrhage are listed in the electronic proglide instructions for use (eifu), as a potential adverse event associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effects of tissue injury, vascular dissection, occlusion, fistula, hematoma and hemorrhage, and the relationship to the product, if any, cannot be determined. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.b3: date of event was estimated as 1/1/2016. D4: the UDI number is not known as the part and lot number were not provided.the additional device referenced in b5 is filed under a separate medwatch report number.literature attachment: article titled: " peripheral intravascular lithotripsy for transcatheter aortic valve implantation: a multicentre observational study."

Event description:
The aim of this study was to report on the safety and efficacy of intravascular lithotripsy (ivl) assisted transfemoral transcatheter aortic valve implantation (tf tavi). The study concluded that ivl-assisted tf tavi proved to be a safe and effective approach, which helps to expand the indications for tf tavi in patients with severe calcific pad. However, these patients continue to have a higher-than-average incidence of periprocedural complications. Multiple vascular closure devices were discussed, including proglide and prostar. Although some complications were noted with all vascular closure devices discussed, proglide was associated with failure to achieve hemostasis treated with balloon dilatation and/or covered stent placement, rupture, dissection, stenosis, arteriovenous fistula, retroperitoneal hematoma, and bleeding. Prostar was associated with failure to achieve hemostasis treated with balloon dilatation and/or covered stent placement, dissection, stenosis, and bleeding. Specific patient information is documented as unknown. Details are listed in the article, titled "peripheral intravascular lithotripsy for transcatheter aortic valve implantation: a multicentre observational study".